Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint and revealed a defective main circuit board. Visual inspection revealed physical damage of the screen. The device was deemed beyond repair and scrapped. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.